Event description:
It was reported that the patient presented after receiving inappropriate shock. Trend data on the right ventricular (rv) lead indicated increase impednace to a high measurment along with oversensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 7288 implantable cardioverter defibrillator (ICD); 559453 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary #the lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.